Event description:
It was reported that "surgeon used 8mm trial, impacted trial. When the surgeon removed the trial, the actual trial itself was not attached to the shaft, was still in pt. Surgeon tried but was unable to remove the trial."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.